Event description:
Mckesson has identified that when reporting ECG files from mortara ECG carts using the dicom interface, the horizon cardiology ECG management system does not display the amplitudes of the waveform properly.====================== health professional's impression======================the ECG waveform amplitude is 20% higher or lower than it actually is in comparison to the cart printout, affecting the waveform analysis algorithm in the ECG management system. This inaccuracy may result in false negative or false positive diagnosis. Cardiologist's believe patient safety is low.======================manufacturer response (according to reporter) for ECG management, horizon cardiology======================a patch is in test environment.